Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found information was not crossing over to interface. A technical support specialist restarted notification service. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es information was not crossing over to interface. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.